Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator alarmed for low o2 concentration. The o2 gas module was defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The received logs confirmed the reported low o2 concentration at the reported date of event. No part have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacture's ref.#: (B)(4).